Event description:
Same as MFR report #6000089-2005-01272. During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the non-tortuous, non-calcified, 90% stenosed mid first obtuse marginal branch (om1) after a mildy calcified circumflex artery (cx). The lesion was predilated with a 2.50 x 20 mm maverick balloon and a 3.00 x 24 mm taxus express2 drug eluting stent was advanced to the lesion but could not cross the calcified cx. While pushing on the stent delivery system the distal portion of the shaft broke approximately 8-10cm from the tip in a portion that had not entered body. The shaft was removed from the body. A 2.75 x 24mm taxus stent was advanced to the lesion but again could not cross the calcified cx, this was removed without incident. The procedure was successfully completed with a 3.00 x 24 mm liberte stent. No patient complication occurred. The patient status is reported as 'satisfactory/good.'